Manufacturer narrative:
Additional information: this complaint was reported via medwatch 5090596. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unspecified gel mentor breast implants and experienced several unexplained systemic symptoms, including food intolerances, total body swelling, pain from stretching, inability to digest food, blurred vision, constant cotton mouth, hair loss, scalp falling off in chunks, rashes on face and chest, numbness in fingers and toes, testing positive for antinuclear antibodies, severely irritated lining of stomach, connective tissue disease and lupus. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.